Event description:
The customer reported a ventilator that went vent inop following a storm. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
The power supply and blower moog controller were returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the power supply revealed no evidence of damage or contamination. Visual inspection of the moog motor controller (bmc) revealed no evidence of damage or contamination. The failure of c56 capacitor prevented the power supply from operating on ac power. This customer returned blower motor controller (bmc) was tested and no failures were identified.